Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a diabetic ketoacidosis two weeks ago. His blood glucose level went up to around 500 mg/dl. The customer went to the hospital and was admitted. The infusion set cannula was bent. The device was not returned.